Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose and bent cannula. Blood glucose level at the time of the incident was 400 mg/dl. Customer treated with syringes. Customer declined troubleshooting. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis.